Manufacturer narrative:
(B)(4). Visual inspection of the returned catheter revealed the lure extension tube broke at the handle edge and separated from the handle. Further functional testing of the catheter could not be performed due to this separation. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. A quality improvement project has been initiated to address the lure extension tube separating from the handle.

Event description:
It was reported the luer extension tubing separated from the catheter, resulting in a loss of irrigation in the left atrium and a temperature limitation (45 degrees c) on the generator for a power of 2w. There were no consequences to the patient.